Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Subsequently, the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor, however, a specific value was not provided. A correction bolus was delivered to address bg. Customer changed the cartridge and syringe to resolve the issue.